Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, "during the catheterization of the patient, the pre-filled extension tube is not smooth and cannot be flushed, and the extension tube is then used in a separate package. Extension tube blockage occurred in the same batch for two consecutive days." No other information was provided. It was reported this occurred with two devices. This report addresses the second device.